Event description:
Subject died at home, according to his daughter he was found in bathroom with one foot in the shower and one in the floor and cold. He apparently had a large pool of blood near his rectum, suggesting he may have had a massive gi bleed probably from colon cancer. Pt was not taking medication at his choice. After (b)(6 admission he was taking aspirin and plavix.